Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review and completion of the plant's investigation. Medical records reviewed: based on the medical records information, the patient was hospitalized for peritonitis from (B)(6) 2014. Her diagnosis of peritonitis was based on cloudy effluent pd fluid, increased white blood cells (2378) in her effluent pd fluid and abdominal pain. There was no organism identified in her pd fluid. She was started on antibiotics and responded well. Peritonitis is a known complication of peritoneal dialysis, usually due to a break in aseptic technique. The patient denied any device malfunctions or leaks during treatment during this period of time. The patient denied any breach in aseptic technique associated with the peritonitis diagnosis and continues to use the same liberty cycler for her pd treatments. The device was not returned and the disposable products were discarded. It is undetermined if there is a reasonable causal relationship between the products and the event. This report is related to two other product reports submitted on the same event.

Event description:
The patient was admitted to the hospital due to peritonitis. The patient presented with abdominal pain and some episodes of vomiting after eating, causing increased pain. The diagnosis of peritonitis was based on cloudy effluent pd fluid, increased white blood cells in pd fluid and abdominal pain. There was no organism identified in the patients pd fluid. The patient was started on antibiotics and responded well. The patient was discharged in stable condition, to follow-up in her pd clinic in the afternoon to arrange for outpatient antibiotics.